Event description:
Customer received blood glucose reading = 293 mg/dl and dosed with 40 units insulin. At 10:30 am customer passed out and a friend took pt to the emergency room. Hospital blood glucose reading = 27mg/dl. Customer was treated with glucose injection and orange juice mixed with sugar. No controls were in use. A request was made for the return of the suspect device and replacement was sent.